Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized for low blood glucose. The patient's blood glucose at the time of incident was not given. The nurse only called since the doctor wanted the pump checked for damage and functionality. The call disconnected; no products were shipped or returned.